Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during the implant procedure, this lead exhibited high pacing threshold measurements that could not be resolved. The procedure was aborted and rescheduled. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection of the terminal pin assembly and electrode tip found no anomalies. However, the outer insulation on the lead body was bunched/wrinkled in several places, which did not impact the lead's electrical performance. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold measurements that were observed at the implant procedure.

Event description:
It was reported that during the implant procedure, this lead exhibited high pacing threshold measurements that could not be resolved. The procedure was aborted and rescheduled. No adverse patient effects were reported.